Event description:
It is reported that the groshong nxt clearvue PICC was placed on (B)(6) 2010, which is 39 cm in right upper arm. On (B)(6) 2011, the nurse noticed there were leaks on catheter while she was in the process of preflushing it. The nurse moved the catheter, she noticed there was a rupture in the place labeled with 36.5 cm of the catheter.

Manufacturer narrative:
The complaint of a subcutaneous leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a single partial tear and a crease in the catheter tubing. The partial tear and crease is located between the 35 and 34 cm depth markers. The tear is nearly perpendicular to the axis of the tubing. The tear exhibits rounded edges. The tubing surrounding the tear site is slightly compressed. The catheter may have been placed in an area where torquing and kinking is susceptible. These characteristics of rounded edges and cross section rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. The IFU contains illustrated directions on properly securing the catheter, which should help prevent the catheter from kinking. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture.